Manufacturer narrative:
Emdr section h6 codes updated to reflect results of investigation.

Event description:
On (B)(6) 2022, a patient underwent endovascular treatment of a type b aortic dissection using two gore® tag® conformable thoracic stent graft with active control system (ctagac) devices. On unknown date in 2022, approximately one year later, during follow up, a stent graft-induced new entry at the proximal end of the ctagac was observed. On (B)(6) 2022, a planned reintervention to implant additional two stent grafts and one bare stent was performed successfully. The patient tolerated the procedure. The physician stated that at six (6) month follow up, no dissection was observed. The vessel where the ctagac was implanted at the first treatment was not in good condition, which was thought to have caused the dissection.

Manufacturer narrative:
Device evaluated by MFR: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.